Event description:
The customer reported the device failed preventive maintenance. Failed rate test on pm. There was no patient involvement.

Manufacturer narrative:
An additional supplemental will be sent when the investigation results are completed.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that out of calibration, recalibration is passed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to software fault re-flash of the logic board. A review of the device history record showed the device had a manufacture date of 10sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device failed preventive maintenance. Failed rate test on pm. There was no patient involvement. (B)(6) 2021.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed preventive maintenance. Failed rate test on pm. There was no patient involvement.